Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 6.1 and 6.2 were not detected on the bus. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6.1 and 6.2 were not detected on the bus. A field service engineer (fse) opened the back panel and found that the pyxibus module controller light emitting diodes were off. Both drawer controller boards were checked and measured above 1k ohms on tp502 and tp505. The fse then replaced the pyxibus module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.